Event description:
Point of care covid test results from bd veritor plus analyzer did not match pcr results. Swabs obtained the same day. No signs, denied symptoms, no known exposure. FDA safety report ID# (B)(4).